Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device failed functional testing and the event was repeated during bench testing. It was also noted that the upper case, lower case, ring cover and battery drawer were broken, the knobs were contaminated, one side bail cover, one side bail and ring bail were missing and the keyboard was scratched.

Event description:
It was reported that the external pulse generator (epg) would not stay on for 15 seconds when the battery was removed. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.